Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The heater test failed during the machine evaluation. The cycler¿s heater would not turn on. During internal inspection of the returned cycler, it was found that the f1 fuse on the ac distribution board was blown with signs of thermal decomposition present. There were no other visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed. The cause was determined to be a blown f1 fuse on the ac distribution board which displayed signs of thermal damage. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report an ¿m67 fluid temperature out of range¿ alarm that occurred during step 5 of setup. The patient confirmed the solution bags were stored at room temperature in a separate room. Neither the solution bag itself nor the cycler felt warm. The alarm was not a supplies related issue. The patient also mentioned the cycler giving a ¿please wait for solution to warm up¿ message. The patient attempted to re-setup while the ts representative was on the phone with them, and the heater did not turn on in step 3. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was also advised to notify their peritoneal dialysis registered nurse (pdrn) of the replacement. The patient stated they would not perform an alternate method of pd therapy. Upon follow up, it was confirmed the patient was able to complete treatment on the cycler. The patient did not experience any adverse effects or require medical intervention. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient. Upon evaluation of the cycler by the manufacturer, thermal decomposition was identified on the f1 fuse located on the ac distribution board.